Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery depleted from 100% to 4% within 1 day. Customer reported blood glucose level was 96 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.